Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and blood were observed. Large amounts of tissue and charred blood were observed on the heating element, mostly at the base of the base of the jaws. A pre-cautery test was performed during which excess smoke. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use (cv000002414 rev b). The pre-cautery test was performed once again with no excess smoke observed. The device was evaluated for electrical function. The device passed the resistance and temperature measurement test. Based on the results of the evaluation, the reported complaint was unable to be confirmed for the reported ¿shorting-out¿ during testing. We were unable to reproduce an electrical failure. Based on the returned condition of the device and the results of the investigation the reported complaint was confirmed for excess smoke and was unable to be confirmed for intermittent continuity.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 device was smoking and shorting out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 device was smoking and shorting out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.